Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and abortion spontaneous ('possible miscarriage') in an adult female patient who had essure (batch no. 676714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("bleeding/unusual bleeding"), autoimmune disorder ("autoimmune-like symptoms"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), migraine ("headaches/migraines"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, autoimmune disorder, dyspareunia, uterine leiomyoma, arthralgia, migraine, abdominal pain lower and menstrual disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, arthralgia, autoimmune disorder, dyspareunia, genital haemorrhage, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device and uterine leiomyoma to be related to essure. The reporter commented: she alleged removal , removal was not confirmed. Most recent follow-up information incorporated above includes: on 5-oct-2020: mr received : case category updated to serious incident, reporter, removal details added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and abortion spontaneous ('possible miscarriage') in an adult female patient who had essure (batch no. 676714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pelvic prolapse, urodynamics measurement, cystourethroscopy, stools watery, urgency urination, urinary straining, urinary retention, abdominal discomfort, pelvic distension, enterocele repair, sacrospinous fixation and mid-urethral sling procedure. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia"), genital haemorrhage ("bleeding/unusual bleeding"), menstrual disorder ("unusual periods"), autoimmune disorder ("autoimmune-like symptoms"), arthralgia ("joint pain") and migraine ("headaches/migraines"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, dyspareunia, genital haemorrhage, menstrual disorder, uterine leiomyoma, autoimmune disorder, arthralgia and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, arthralgia, autoimmune disorder, dyspareunia, genital haemorrhage, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device and uterine leiomyoma to be related to essure. The reporter commented: she alleged removal , removal was not confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and abortion spontaneous ('possible miscarriage') in an adult female patient who had essure (batch no. 676714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and cauterization of posterior uterine wall performed on same day" and device ineffective "device ineffective". The patient's medical history included pelvic prolapse, urodynamics measurement, cystourethroscopy, stools watery, urgency urination, urinary straining, urinary retention, abdominal discomfort, pelvic distension, enterocele repair, sacrospinous fixation and mid-urethral sling procedure. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia"), genital haemorrhage ("bleeding/unusual bleeding"), menstrual disorder ("unusual periods"), autoimmune disorder ("autoimmune-like symptoms"), arthralgia ("joint pain") and migraine ("headaches/migraines"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, dyspareunia, genital haemorrhage, menstrual disorder, uterine leiomyoma, autoimmune disorder, arthralgia and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, arthralgia, autoimmune disorder, dyspareunia, genital haemorrhage, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device and uterine leiomyoma to be related to essure. The reporter commented: she alleged removal , removal was not confirmed. Four coils were seen outside of the level of the ostia on both side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: new event essure and cauterization of posterior uterine wall performed on same day and rcc were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.